Event description:
Boston scientific received information that during a routine check up post implant of this cardiac resynchronization therapy defibrillator (crt-d), stored non- sustained ventricular tachycardia (nsvt) were noted. The stored electrogram (egm) events showed artifacts on the right ventricular (rv) lead pace- sense egm. The artifacts could not be reproduced and have not re-occurred. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.